Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The peritonitis was manifested by constipation. The following day, the pt was hospitalized for the event. On an unreported date, the pt was treated with injections of reflin, 1 gm, and fortum 1 gm per day for one bag. The cause of the peritonitis was unknown. At the time of this report, the peritonitis was resolving and the pt was recovering. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.